Event description:
It was reported that during tka surgeon pushed tissue protector down into patients leg while drilling bone pin on tibia and after completing second bone pin drilling, the tissue protector got stuck. Attempted to pound and pry it off, but after several attempts, got it to budge and it came off. Bone pin broke at top while surgeon tried to pull out with drill. It is unknown the length of the surgical delay and no patient injuries were reported.

Manufacturer narrative:
H11: b1 and h1 were updated to report type adverse event.